Event description:
During the robotic low anterior resection, the da vinci robotic system did not recognize the intuitive sureform 60 stapler (ref #: (B)(4), lot#: 13220808). Another sureform 60 stapler was opened and used without incident. No patient harm.